Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the circumstances that led to stimulation being off/the loss of stimulation sensation was they accidentally turned stimulation off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they stopped feeling stimulation about a week ago and they had a return of symptoms. Prior to implant, patient would use the bathroom about six times a night. After implant, they were only using the bathroom two times a night, but now they have regressed to three to four times. The patient also said that they can't get their patient programmer (pp) to work as they couldn't increase stimulation. After troubleshooting, it was discovered that the patient's ins was off and that they thought the pp wouldn't work because they accidentally turned their ins off so their pp wouldn't let them increase. They also think the loss of stimulation/return of symptoms might be from having the ins off, but they don't know how long it had been off. They also don't know what the ins off versus ins on buttons are. The patient turned their ins back on and reported that they increased from 2.0v to 2.3v the day prior to the call, but they didn't feel stimulation. They added that they still don't feel stimulation after turning the ins back on again during the call. The patient then increased to 2.6v, but didn't feel stimulation; they were then too nervous to increase stimulation any further and wanted to leave stimulation there. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Patient said they were going to leave stimulation at 2.6v and wait two days to see if that helped and increase further if it didn't'. Patient was also redirected to their hcp. No further patient complications have been reported as a result of this event.